Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the precautions section: "based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. The avaulta plus biosynthetic support system implantation procedures require diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra, rectum, or any viscera during introducer passage. The avaulta plus biosynthetic support system is provided in a sterile blister tray within a sterile pouch. The sterile blister tray may be placed in the sterile field. The introducers provided with the anterior and posterior support systems are provided in a sterile blister tray. Transfer the introducer to the sterile field using aseptic techniques. Do not place the tray in the sterile field. Check the integrity of the packaging before use. Do not use the mesh or introducers if the packaging is opened or damaged."(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, and permanent physician deformity.